Event description:
It was reported that during a transtar procedure, the pin did not move back. The pin was moved back so that the device could be taken out of the patient. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 4/17/2009. Information anticipated, but unavailable at this time.